Event description:
Caller states that the patient tested 1.4 inr on device and 1.9 inr on another device. No action was reportedly taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional strip lot used with first device: 268a a4, 8/07.